Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All parameters were met and inspections passed successfully. No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during this target market release (tmr), in this alta monitor, when repositioning of the swan iq catheter and reconnection of continuous cardiac output (cco) cable to alta platform to obtain a better right ventricular pressure (rvp) waveform, discrepancy between right ventricular cardiac index (2.1) and intermittent cardiac index (3.2) was noticed. The potential percent error was ~40% between both values. No error message was displayed. There was no allegation of patient injury.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigation conclusions). The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The issue was investigated and it was determined that the system behaved as expected.